Manufacturer narrative:
The investigation determined that two lower than expected vitros dgxn results were obtained from a vitros qc fluid run on a vitros 350 chemistry system. The most likely assignable cause of this event was instrument related. Prior to service actions being performed, a vitros dgxn precision test was outside acceptable guidelines, confirming that this is most likely an instrument related issue. An ortho field engineer performed service actions to several analyzer subsystems to return the vitros 350 to expected performance. Following these action, acceptable vitros dgxn precision was observed. There was no evidence to suggest that a reagent related issue contributed to the event.

Event description:
Two lower than expected dgxn quality control results were obtained using a vitros 350 chemistry system: vitros pv level ii= 0.4 and 0.5 ng/ml versus expected 2.29 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report that patient samples were affected and no allegation of patient harm as a cause of this event. (B)(4).